Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular and non-vascular. Block h11: block b5 was updated based on additional information received on november 20, 2024.

Event description:
It was reported that after the spaceoar injection, the post-computerized tomography (CT) images were reviewed, and it was observed that some of the hydrogel was located in the perirectal fat. However, hydrogel was also present either in the capsule or in vascular uptake, all on the left side of the anatomy. Despite the physician injecting 10 ccs, the images did not show the full amount. No patient complications were reported as a result of this event. Additional information. The spaceoar vue was injected on november 01, 2024. After review of the images, the hydrogel looked like it was on the left side of the gland, lateral to the gland in a vessel, and inferiorly in the blood vessels between the gluteal muscles where there is bright contrast. A second review revealed that the hydrogel was moving partially around the prostate and therefore appeared to be vascular misplacement. It was suspected an injection in the denonvillier's fascia which allowed the hydrogel to enter the venous network and move around the prostate and into the venous system. A previous scan also revealed that the patient had previous calcifications in the gluteal vessels, so this was not hydrogel in the arteries, but calcifications. Therefore, this issue was deemed as a simple injection into the venous space around the prostate.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after the spaceoar injection, the post-computerized tomography (CT) images were reviewed, and it was observed that some of the hydrogel was located in the perirectal fat. However, hydrogel was also present either in the capsule or in vascular uptake, all on the left side of the anatomy. Despite the physician injecting 10 ccs, the images did not show the full amount. No patient complications were reported as a result of this event.